Manufacturer narrative:
Device evaluated by MFR.: the guidewire returned with the proximal section stuck in a pcb 2cm device. Moreover, the device returned detached in three sections including the section stuck on the pcb 2cm device. Additionally, the guidewire was returned peeled at the distal section and with the spring tip kinked. The outer diameter dimensions were found within specification.

Event description:
It was reported that balloon became stuck on the guide wire. The target lesion was located in the innominate vein. A 3 018/180 platinum plus guidewire an a 2cm peripheral cutting balloon (pcb) were used in a procedure. When the physician pulled the pbc out of the sheath, the tip of the sheath became damaged and the balloon was stuck. The physician pulled everything out and managed to keep the wire access, but the physician had to cut the wire because it became stuck with the balloon. The procedure was completed without any patient complications.

Event description:
It was reported that balloon became stuck on the guide wire. The target lesion was located in the innominate vein. A 3 018/180 platinum plus guidewire an a 2cm peripheral cutting balloon (pcb) were used in a procedure. When the physician pulled the pbc out of the sheath, the tip of the sheath became damaged and the balloon was stuck. The physician pulled everything out and managed to keep the wire access, but the physician had to cut the wire because it became stuck with the balloon. The procedure was completed without any patient complications.